Event description:
During a femur fracture procedure the cables became stuck in the tensioner. The surgeon was able to complete the procedure by using another tensioner that was available. The procedure was successfully completed with no injury to the patient. There was no reported delay in completing the procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the pioneer surgical manufactured the cable tensioner, p/n 391.201, and lot number p506211 for synthes purchase orders 205818 and 216933. Pioneer responded on november 20, 2013 and stated that ¿visual inspection determined that the cable tensioner was missing the nose piece component. The nose piece is a critical component; the device will not function without it.¿ pioneer assembled a new nose piece to the part for functional testing purposes only, and found that a piece of cable was jammed inside the cannula of the tensioner. When the cable piece was removed, and the device re-assembled, all test results met specifications. Pioneer¿s DHR review ¿confirmed this product met specification prior to shipping.¿ based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by pioneer surgical and synthes. A product development evaluation was conducted. The report indicates that the sample nose piece was located along with provisional tensioning device (391.884, lot#p306234) and sample cable (611.105.01s lot#p011255). The device was assembled and tested through the self-indicating tensioning range using a sawbones adult femur sample. No evidence of will not release was experienced and device worked smoothly through 5 tension and release test cycles. Approximately 2,019 (jde 1/06-10/13) 391.884 cable tensioners have been sold. There are 80 relevant complaints since 11/1/2000. An accurate usage rate can best be calculated by collecting the sales data for all cables used in our trauma systems this results in 714,814 likely uses (23 pn''s, jde 1/06-10/13). Risk assessment se_293315 ab line 90 best describes the likely hazard leading to this complaint as "instrument does not fulfill all functions/requirements anymore" and cause of hazard as "surgeon did not notice damage of instrument caused by handling steps" as evidenced from the missing nose piece. It is possible that use was attempted without the nose piece which could have likely caused "will not release" condition. The (major) severity of harm is "4" and the "improbable" probability of occurrence "1". The calculations result in an acceptable occurrence rate </=0.01%. The testing results and occurrence rate have been evaluated and the device is determined to be suitable for its intended use from a design perspective. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Pioneer surgical technology manufactured the cable tensioner, p/n 391.201, and lot number p506211 for synthes purchase orders 205818 and 216933. The suppliers certificates of compliance (dated 5/4/2001 and 5/15/2001 for two separate receipts of this lot) indicate the parts were manufactured to p/n 391.201 and met the required specifications. The lots were inspected to the synthes, incoming final inspection sheet number 391if201, revision bo (completed 5/9/2001 and 5/18/2001). Mrr 45785 was written for incorrect etch requirements. The mrr was dispositioned conforms since the etch conformed to revision c of the part drawing. The two receipts of this lot were released 5/16/2001 and 5/23/2001. Manufacture date is either 5/16/2001 or 5/23/2001. Placeholder.